Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed a broken assessed as fold flaw opening and missing shell observed assessed as inconclusive. As per the investigation procedure, non-penetrating, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right a capsular contracture baker grade ii and a right side exchange of textured devices due to product concern. Healthcare professional later reported "ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right a capsular contracture baker grade ii and a right side exchange of textured devices due to product concern. Healthcare professional later reported "ruptured." Device has been explanted.